Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The stent remains implanted. Therefore, a device evaluation could not be performed. This event is being reported because this device is the same or similar to one marketed in the united states PMA # (B)(4). The stent remains implanted. The investigation is currently underway.

Event description:
It was reported that after implantation, the vascular stent appeared to be shorter than the labeling indicated. An additional stent was implanted without incident.